Event description:
The customer reported that the images were grainy for a procedure. No pt injuries were reported.

Manufacturer narrative:
The service rep compared system image quality with other 2 9800's using various thickness of copper filters and resultion tools. Kv tracking measured 63/74/81 kv. Resolution measured 2.5/3.3/4.0 lp/mm. Reviewed saved images and shotlog file. Checked for intermittent problems in the imaging chain. System is functioning properly.